Manufacturer narrative:
Weight unk. Ethnicity: unk. Race: unk. This product is not marketed in the us claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5 12.6, -02.75 diopter, implantable collamer lens into the patient's left eye (os) on (B)(6) /2021. The lens was exchanged with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.